Event description:
It was reported that after the completion of a tcar procedure, the patient developed left sided deficits in the pacu. Per physician, patient was back to baseline before interventional neuroradiology intervened. Interventional neuroradiology intervened on m2 segment. Per discussion with srm medical director, it is believed that this event is related to vasoconstriction (guide wire related).

Manufacturer narrative:
Complaint investigation is underway and will be attached to this report.

Manufacturer narrative:
Complaint investigation is underway.

Event description:
It was reported that after the completion of a tcar procedure, the patient developed left sided deficits in the pacu. Per physician, patient was back to baseline before interventional neuroradiology intervened. Interventional neuroradiology intervened on m2 segment. Per discussion with srm medical director, it is believed that this event is related to vasoconstriction (guide wire related).